Event description:
This lead was implanted on (B)(6) 2011. Implant form states that there was difficulty placing the lead. A different position was chosen and the lead was successfully implanted. The physician was dr. (B)(6) at (B)(6) medical center in (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).